Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the host pc was unable to boot. The philips remote service engineer (rse) inspected the system remotely and stated that either the ippc host had failed or communication with the host pc had been disrupted. The review of system log files showed malfunction with the ippc. The supplier's part analysis conclusively determined the cause of ippc failure was due to power supply defect. To resolve the issue, the philips field service engineer replaced ippc and hard drives and reloaded software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating the flat detector controller had an interface error, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.